Manufacturer narrative:
Xrays or other imaging taken prior to explant were not shared with the firm in order to evaluate positioning of the implanted components. The explanted components were discarded by the medical facility and not released for inspection by nalu. The cause of the communication issues is unable to be determined with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder pain. The implantable pulse generator (ipg) was placed in the upper arm area. On (B)(6) 2023 the patient called nalu tech support to request assistance with connectivity issues between the ipg and the external therapy discs. Troubleshooting was done over the phone and the issue appeared to have been resolved at the time. Subsequently the patient met with two firm representatives for further troubleshooting to establish more consistent communication between the ipg and the therapy discs. On (B)(6) 2024 a full system explant was performed.